Event description:
In december 2005, the facility contacted baxter customer service to report a system 1000 hemodialysis instrument which tested positive for bacterial growth. The bacteria was found during bio-med testing and no pt was connected to the device.